Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: internal insulation abrasions were noted at 10.7-11.5cm and 13.4-14cm from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were seen via fluoroscopy. The lead was explanted and there were no additional adverse consequences to the patient.